Event description:
It was reported that during first call, they were trying to initiate therapy but have already changed the pads and the arctic sun device. The water was heating instead of cooling, and they were not getting any flow. Currently sn# (B)(6) was being used on the patient, sn# (B)(6) was powered off. Nurse powered device back on, stated this device was giving alert 113 (reduced water temperature control) and was heating the patient. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, chiller temperature (t4) was 26.7c, mixing pump command (mpc) was 100 percentage, pump hours were 6878, system hours were 7129. Suggested sending sn# (B)(6) to biomed labeled with not cooling and changing to another device. During second call, nurse changed back to sn# (B)(6), stated this was the device that did not had any flow. Pads and temperature probe connected to sn# (B)(6). Started therapy flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 3001, system hours were 3097. Asked nurse to send sn# (B)(6) to biomed labeled with no flow. Confirmed they had a third device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call, they were trying to initiate therapy but have already changed the pads and the arctic sun device. The water was heating instead of cooling, and they were not getting any flow. Currently sn#: (B)(6) was being used on the patient, sn#: (B)(6) was powered off. Nurse powered device back on, stated this device was giving alert 113 (reduced water temperature control) and was heating the patient. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, chiller temperature (t4) was 26.7c, mixing pump command (mpc) was 100 percentage, pump hours were 6878, system hours were 7129. Suggested sending sn#: (B)(6) to biomed labeled with not cooling and changing to another device. During second call, nurse changed back to sn#: (B)(6), stated this was the device that did not had any flow. Pads and temperature probe connected to sn#: (B)(6). Started therapy flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 3001, system hours were 3097. Asked nurse to send sn# 2038 to biomed labeled with no flow. Confirmed they has a third device. Per sample evaluation results on 08nov2024, it was reported that the circulation pump motor had dried out bearings. Mixing pump motor had dried out bearings. Flowmeter had sticking impeller.